Manufacturer narrative:
Although this event is likely related to the device support and required anticoagulant therapy, there is no evidence to suggest a relationship to any device performance or manufacturing issues. Known contributing factors to gi bleeding include individual patient comorbidities and pharmacological factors. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The heartware ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. It is designed to assist a weakened, poorly functioning left ventricle. Gastrointestinal bleeding has been identified as a known potential risk associated with use of all vads as outlined in the instructions for use (IFU). The instructions for use (IFU) and patient manual addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The IFU provides the user material which communicates how to potentially mitigate the occurrence and severity of bleeds via management of anticoagulants and anti-platelet drugs. The IFU also addresses guidelines for optimal patient management including having adequate and stable preload available. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the clinical database that the patient had gastrointestinal (gi) bleeding. Outside labs were drawn on (B)(6) 2016. The patient called back on (B)(6) 2016 with complaints of being tired and sluggish. The patient was admitted on (B)(6) 2016. The patient's hemoglobin level dropped to 7.9 g/dl on (B)(6) 2016. Gastroenterology (gi) was consulted who recommended a small bowel enteroscopy and colonoscopy. Both revealed no bleed. The patient was transfused with one unit of packed red blood cells (prbcs) on (B)(6) 2016. The patient was discharged home in stable condition on (B)(6) 2016 with anticoagulation regimen consisting of coumadin 3mg by mouth times 2 days and 4mg by mouth daily times 5 days. The event was considered resolved. The primary investigator deemed the event related to the patient's condition and unrelated to the lvad procedure and system. No further information was provided.